Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the cause of the reported slda could not be determined. The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr), as listed in the triclip system instructions for use, are a known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were the result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2023, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two triclips were implanted, reducing tr to a grade of 2. On (B)(6) 2025, during a follow up appointment, an echocardiogram was performed and revealed that the clip had detached from septal leaflet and remained attached to the anterior leaflet. (Single leaflet device attachment), causing tr to increase to a grade of 5. On (B)(6) 2025, a second procedure was performed, and one clip was implanted, reducing tr to a grade of 3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.